Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation : no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383517 and lot number 2353900. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 383517; batch#: 2353900. It was reported by the customer that they just had a 20g IV on go3 MRI that did not want to fully retract once the catheter was placed. The IV tech held the wings of the catheter and I was able to pull the actual needle off the end of the hub. I tossed the needle without thinking into the sharps container. The ref is 383517, lot 2353900.

Manufacturer narrative:
Device problem code: a0202 - defective component. Patient problem code: f24 - insufficient information. (B)(6): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 383517, batch#: 2353900. It was reported by the customer that they just had a 20g IV on go3 MRI that did not want to fully retract once the catheter was placed. The IV tech held the wings of the catheter and I was able to pull the actual needle off the end of the hub. I tossed the needle without thinking into the sharps container. The ref is (B)(4), lot 2353900.